Manufacturer narrative:
(B)(4). Results of investigation: the vyaire medical failure analysis laboratory received the suspect device, a sipap ventilator, and evaluated the device. An evaluation of the device found indentations on the low pressure plastic knob. The low pressure knob would not adjust below 11 lpm and the root cause was identified to be improper placement of the control knob of the flowmeter as it was too close to the front bezel. The reported issue of the knob being loose was not duplicated as the ventilator was received wit the knob being very tight.

Event description:
The customer reported that the low pressure flowmeter knob was loose and stuck at 11 lpm of flow. The customer was not able to adjust the knob. When the customer tried to adjust the knob, the knob came off. The device was in use on a patient at the time the reported issue occurred. There was no patient harm/injury associated with this issue.